Event description:
It was reported that the pt underwent an open ventral hernia repair procedure in 2008 using mesh. The pt was given anti-coagulants prophylactically. Drains were placed. Postoperatively while in the hospital the pt developed a-fib and was placed on a heparin drip. Prior to discharge, the pt converted to a normal sinus rhythm and he was not started on coumadin. In addition, his drains were removed. The pt was discharged on a week later. Postoperatively on nine days later, it was found that the pt had developed a hematoma. Percutaneous aspiration was performed on the hematoma. 120cc of old liquified blood was removed. No further intervention was required. The doctor has indicated that the event was not product related but was definitely procedure related.

Manufacturer narrative:
Conclusion: the doctor has indicated that the event was not product related but was definitely procedure related. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.